Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, customer reported that the tip of the harmonic ace (ha) instrument was broken. The procedure was completed with no reported injury with a backup ha instrument. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. The instrument did not collide with any other instrument or tool. There was no fragment fell inside the patient¿s anatomy. The broken pieces were not detached.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the blade base. The blade broke at roughly .13¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).